Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an endeavor resolute stent. There were no difficulties noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. Nothing unusual was noted during device preparation. The target lesion in the posterior branch of the left ventricle had 99% stenosis and moderate calcification. The lesion was pre-dilated twice at 12atm - 14atm, for 10 seconds each. 70% stenosis remained after pre-dilatation. It was reported that the endeavor resolute stent could not pass the lesion and it dislodged in the proximal of the right coronary as the device was being moved back. The device had passed through a previously deployed stent or cell of a stent. The inflation device remained on neutral pressure during delivery of the device. The physician removed the stent using a snare and determined the reason for the event was a product defect. The procedure was completed. No further patient complications were reported. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.